Manufacturer narrative:
Additional information was received and noted updated information as the following: them impella cp placed to right femoral artery. The interventional cardiologist elected to place external fem to fem bypass for concern for perfusion down the right lower extremity (rle). The 14 fr peel away sheath was left in place. Educated to the cardiologist and cardiac catheterization lab (ccl) staff on best practices to remove peel away sheath and advance repo sheath. There were no changes in plan of care. Pulses to bilateral lower extremities (ble) found via doppler in ccl and in the intensive care unit (ICU).

Event description:
An impella cp was inserted via right femoral artery in a 60 year old male for acute myocardial infarction with cardiogenic shock. The patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. After device placement, there was concern for right lower extremity perfusion and a fem to fem bypass was placed. The 14 fr peel away sheath was also left in place. Staff were educated to follow best practices to remove the peel away sheath and advance the repo sheath, however this was not followed. After transfer to the intensive care unit, bilateral lower extremity pulses were found via doppler. Additionally, bleeding was observed at the insertion site and the dressing was saturated. Staff were educated to limit extremity movement and maintain head of bed <30. The activated clotting time (act) was 207 at this time. It was decided to hold starting heparin at this time. The patient's mean arterial pressure (mp) was elevated 110-120s, in which impella support was decreased from p-8 to p-6. The patient was transferred to another facility and the flight team providing transport was educated on limiting movement/bending of the affect extremity, monitoring insertion site, and continued pulse checks. On day 2 of support, the device was explanted and patient successfully bridged to impella 5.5. Limb ischemia and bleeding are consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in b5. The cause of the access site adverse event and major bleed was reasonably foreseen misuse due to act values being 207 at the time of the bleed. Additionally, the 14fr sheath was left in place after pump placement. Per cp IFU 0048-9007, acts were above the recommended limit of 180 and leaving the introducer in place is not best practice. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information received indicates, impella cp placed to rfa. Ic elected to place external fem to fem bypass for concern for perfusion down rle. 14 fr peel away sheath was left in place. Educated ic and ccl staff on best practices to remove peel away sheath and advance repo sheath; no changes in plan of care. Pulses to ble found via doppler in ccl and in ICU.